Manufacturer narrative:
The reported event of t-wave over-sensing was confirmed. Device records were provided for analysis. Based on the information provided, it was determined that the device was performing per programmed settings. Additional programming changes can be made to minimize the over-sensing.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.